Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It was reported that the ultamet liner was not correctly positioned in the cup at the time of the revision. After review of medical records, the patient was revised to address pain and elevated blood metal ion levels. The cup was noted to be more vertical than desired. Operative findings include milky fluid within the joint and a lot of scar tissue around the acetabulum. Pathology reports note that there were no obvious areas of wear and tear on the cup, head and screw. Clinical notes indicate plasma cobalt to be elevated at 78.2 mcg/l, the cup appearing to be in a very vertical position, squeaking and discomfort doi: (B)(6) 2010 - dor: (B)(6) 2011, (right hip).